Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for thv dislodged off balloon was confirmed based on evaluation of provided imagery. No manufacturing non-conformances that would have contributed to the complaint event were identified. A review of the DHR, lot history and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "a cutdown was performed to force the removal of the system, and during this maneuver, when pulling the commander delivery system out, the valve was completely dislodged from the commander into the artery." Per training manual, it is indicated to "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position" and "for subclavian-axillary approach, keep delivery system inside sheath until ready to remove all devices as one unit." As per provided imagery, the delivery system was observed protruding through the liner tear, and it was reported that the patient access vessel was moderately calcified. It is possible that the crimped valve protruded through the sheath liner during the procedure, being more susceptible to catch on the sheath liner and/or the calcification in the vasculature during withdrawal, leading to the reported withdrawal difficulty. It is likely that additional device manipulation or pull force was applied to overcome the encountered resistance, resulting in the reported thv dislodgment off the balloon. As such, available information suggests that procedural factors (excessive device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of three reports being submitted for this case.

Event description:
Per report received from united kingdom, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by subclavian approach. The esheath was inserted without problems. However, during the insertion of the commander delivery system with the valve into the esheath+, difficulties due to the increasing of the push force were encountered. It was observed by fluoro that the esheath+ was bent so it was decided to remove the system as a unit. During the removal attempt, the system was unable to be retracted as it was stuck. The procedure was converted into vascular surgery to remove the system. A cutdown was performed to force the removal of the system, and during this maneuver, when pulling the commander delivery system out, the valve was completely dislodged from the commander into the artery. The system was eventually removed with great difficulty but a subclavian vessel dissection occurred. The bleeding of the vessel required blood transfusion and medication to stabilize the blood pressure. Vascular surgeon repaired the subclavian and the patient was transferred to the ICU where passed away during the evening due to the excessive blood loss. As per the images received, the valve had a bent strut which was confirmed to have occurred during the procedure while attempting retrieval of the devices.